Event description:
The patient had a biventricular implantable cardioverter defibrillator (ICD) implanted in 2008 after being upgraded from a dual-chamber ICD first implanted in 2002. The patient has a riata lead, which on a standard x-ray is reported to show externalization of the conductors. Electrically, the leads were functioning normally and the device has reached elective replacement indicator (eri). The patient was seen for consideration of lead extraction and replacement at the time of generator change. Notes from the operative report: ..."we cannulated the left subclavian vein and advanced the guidewire under fluoroscopy into the right atrium. Then, we dissected the leads from their adhesions to the fibrous capsule dissecting the riata lead down to near its insertion site in the subclavian vein. A stylet was passed down the riata lead and the active fixation device withdrawn. Constant gentle traction on the lead failed to dislodge it and appeared to be principally bound at the level of the subclavian and innominate vein. This later proved to be true.the riata lead was amputated and the insulation stripped from the conductors. A locking stylet was passed down the core of the lead and a loop of the conductors was fashioned with separate traction being applied to these elements of the lead in addition to the central core. Using a 16-french excimer laser under constant transesophageal echocardiogram (tee) and fluoroscopic guidance, we were able to remove the riata lead in its entirety without difficulty. The laser was required only for the proximal portion of the extraction process involving the subclavian and innominate veins and follow up tee examination showed no evidence of vascular or cardiac injury or change in the patient's cardiac function as a result of the lead extraction process. The patient returned to the post-anesthesia care unit (pacu) in satisfactory condition having tolerated the procedure well.